Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The involved file broken during the use was not returned. The instrument cannot be formally identified and analyzed. The root causes are not identified. For information, no link can be established between breakage issue and information found during DHR review (batch #1503014). We will track this kind of event and monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a protaper file broke during use. The separated piece could not be retrieved and was incorporated into the filling.